Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx advantage bifurcated stent graft - hydro was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a CT follow up it was found that the stent graft main body was no longer situated in the aortic neck, as it had migrated distally. The stent was then found in the aneurysm sac causing a type ia endoleak. The sac diameter was 57mm. The patient was treated by placing an endurant iis etbf3216c124e (B)(4) at the renal arteries and into the existing aneurx graft via right side and a non-medtronic limb (ipsi) was extended into the existing graft. An etlw1616c93e (B)(4) limb was added via left side to be implanted within the existing limb. A final angio demonstrated that the type ia endoleak and relining the graft were successful.  Per physician the cause of the device migration was anatomy related due to neck dilation since the implant. Therefore, the cause of type ia endoleak was due to the aneurx migration. No additional clinical sequelae were reported and the patient is fine.